Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart alarm error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.